Manufacturer narrative:
Follow-up from 20-jul-2016: follow up attempts has been completed, with no response to date. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the devices migrated partly down and the other device migrated in the upper part of the uterus (interpreted as device migration). She had a hysteroscopy and removed the one in the upper part of the uterus but the other still remains. Device migration is listed in the reference safety information for essure. Although the exact date and mechanism of this migration was not informed, given the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), essure removed by hysterectomy, newly reported events were cramping, irregular cycles, skin rash company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the devices migrated partly down and the other device migrated in the upper part of the uterus (interpreted as device migration). She had a hysteroscopy and removed the one in the upper part of the uterus but the other still remains. Device migration is anticipated in the reference safety information for essure. Although the exact date and mechanism of this migration was not informed, given the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062128) in united states on 02-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Consumer had been experiencing heavy, long and very painful monthly period with many blood clots, severe anemia, menorrhagia, headache, occasional pain in the right side of the uterus. One of the devices migrated partly down, the other device migrated in the upper part of the uterus. She already had two hysteroscopies. The last one got the device in the upper part of my uterus but the other one still remains. She was still experiencing heavy, long and bad cramping during her period. Explant date was reported as (B)(6) 2015. No treatment medications. Over the count medications included centrum, iron and benadryl. Consumer considered that the event outcome was required intervention but did not specify to which event. Quality-safety evaluation of ptc ((B)(4)) received on 16-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the devices migrated partly down and the other device migrated in the upper part of the uterus (interpreted as device migration). She had a hysteroscopy and removed the one in the upper part of the uterus but the other still remains. Device migration is listed in the reference safety information for essure. Although the exact date and mechanism of this migration was not informed, given the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information has been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062128) on 02-jun-2016. The most recent information was received on 01-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the device migrated partly down/ the other device migrated in the upper part of the uterus/migration') in an adult female patient who had essure (batch no. 626505) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, uterine leiomyoma, grand multiparity and endometriosis. Concomitant products included diphenhydramine hydrochloride and minerals nos;vitamins nos (centrum). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("heavy long monthly period with many blood clots, clotting / menorrhagia"), dysmenorrhoea ("very painful monthly period"), anaemia ("severe anemia"), headache ("headaches"), uterine pain ("occasional pain in right side of uterus"), complication of device removal ("other one still remains"), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), rash ("skin rash") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, anaemia, headache, uterine pain, complication of device removal, abdominal pain lower, menstruation irregular, rash and pelvic pain outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, anaemia, complication of device removal, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, pelvic pain, rash and uterine pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008. Trailing coils: one on both the sides. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-dec-2020: medical record received. Lot number, reporters information and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062128) on 02-jun-2016. The most recent information was received on 10-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the device migrated partly down/ the other device migrated in the upper part of the uterus/migration') in an adult female patient who had essure (batch no. 626505) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, uterine leiomyoma, grand multiparity and endometriosis. Concomitant products included diphenhydramine hydrochloride and minerals nos;vitamins nos (centrum). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("heavy long monthly period with many blood clots, clotting / menorrhagia"), dysmenorrhoea ("very painful monthly period"), anaemia ("severe anemia"), headache ("headaches"), uterine pain ("occasional pain in right side of uterus"), complication of device removal ("other one still remains"), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), rash ("skin rash") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, anaemia, headache, uterine pain, complication of device removal, abdominal pain lower, menstruation irregular, rash and pelvic pain outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, anaemia, complication of device removal, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, pelvic pain, rash and uterine pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008. Trailing coils: one on both the sides. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 626505 manufacturing date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the device migrated partly down/ the other device migrated in the upper part of the uterus/migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "other one still remains". Concomitant products included centrum and diphenhydramine hydrochloride (benadryl). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy long monthly period with many blood clots, clotting / menorrhagia"), dysmenorrhoea ("very painful monthly period"), anaemia ("severe anemia"), headache ("headaches"), uterine pain ("occasional pain in right side of uterus"), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), rash ("skin rash") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, anaemia, headache, uterine pain, abdominal pain lower, menstruation irregular, rash and pelvic pain outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, pelvic pain, rash and uterine pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter information updated and lawyers added (legal case). On (B)(6) 2008 essure was started (previously reported as (B)(6) 2008). Events abnormal bleeding and pain were added and updated event coding lower abdominal cramping (previously reported as abdominal cramping). On (B)(6) 2015 she had surgery to remove the essure implant. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.